Manufacturer narrative:
On 2/13/2017, we have requested the device be returned to the manufacturer. To date, we have not received the device. On 2/24/2017, device has been received and is currently under evaluation. Device is currently under investigation.

Event description:
On (B)(6) 2017, the consumer claims that his daughter used the product. The product burned two holes in the product and on their couch.

Manufacturer narrative:
On 2/13/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device. On 2/24/2017 - device has been received and is currently under evaluation. On 3/16/2017 - manufacturers narrative: the unit did not work on receipt. The unit shows crease marks near the burn holes. It is likely the unit was folded on itself and the holes that were creased happened both at 1 time. Same size and shape. In addition to folding the unit, which we warn about in the ib, the unit was being sat on during use. In order to use the unit on your back while sitting on the couch, you had to lean against it. Ib states the unit should be "draped" over the area to be treated. For back use, the consumer should be laying on her stomach and the unit should be draped on her back. These 2 conditions, the fold and the fact the unit was sat on caused the conditions to create the hole. When the unit is folded, the thermostats can not control the folded area - and a hot spot is created between the folded wires.

Event description:
On 2/13/2017 - the consumer claims that his daughter used the product. The product burned two holes in the product and on their couch.